Event description:
At the end of a facial fracture repair case, the patient suffered a skin tear/abrasion in the right lateral corner of the eye during the application of dermabond skin adhesive. Here a lateral canthopexy was performed and finally, the conjunctival layer was closed using fast absorbing 5-0 gut sutures. Of note, along the lateral skin region of the lateral canthotomy, a tiny amount of dermabond was placed. However, right away it was noted that the skin had blanched in this area and this was wiped away. Subsequent to this, the 5-0 fast absorbing gut was used to close this wound. Once this was completed, the corneal shield was removed. The doctor brought this abrasion to the attention of the or staff. At time of incident, bacitracin ointment applied to affected area.